Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error which was reproduced. System error 105 was confirmed and caused by a failed motor with severed motor mount screws. The failed motor assembly and screws were replaced.